Manufacturer narrative:
Date sent: 11/20/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the device tip melted. No further information was provided. No injury to the patient. Unknown how case was completed.